Event description:
It was reported that pt with no known allergies was having a "whipple" procedure. Clinicians were doing a swg exchange of a sheath in place with this multi-lumen catheter. Insertion site was right ij. Pt became hypotensive. Systolic bp dropped to 30. Catheter was removed. A femoral line was placed and pt became tachycardic and began wheezing and hypothermic. Epinephrine given via femoral line and pt placed on ventilator. A transechocardiogram showed "heart was ok." No further pt complications. Pt recovered fully.